Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor failed the standard reference sensor initialization test. No other details regarding the nature of the event were provided. An alternative device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.